Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/20/2019. An unopened sample of product code w3489, lot mbm518 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no suture breakage was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention performed (re-operation; re-closure)? If so, please clarify. What is the most current patient status?

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on an unknown date and suture was used. The patient experienced the vaginal vault coming undone as a result of suture breaking. There were no adverse patient consequences reported. Additional information has been requested.